Manufacturer narrative:
(B)(4).

Event description:
It was reported that a presyncopal patient presented in clinic for followup, when post paced t wave oversensing was observed on real time electrograms. The device was reprogrammed.